Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time the paramedics arrived was over 1000 mg/dl. Caller stated that the customer had not been eating or drinking prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.